Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Product description: summit duofix tap sz5 std off. Product code: 157002110. Lot number: fc6gj1. Manufacturing date: 15-jan-2011. Expiry date: 31-jan-2021. Quantity manufactured: 10. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: summit duofix tap sz5 std off. Product code: 157002110. Lot number: fc6gj1. Manufacturing date: 15-jan-2011. Expiry date: 31-jan-2021. Quantity manufactured: 10. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.

Event description:
Pinnacle medical records received. After review of medical records patient was revised due to painful/failed right total hip replacement with synovitis. Operative notes indicated progressive increasing pain with elevated metal ions. Upon incision there was a very mild effusion and consistent with synovitic reaction from a metal on metal implant with a small amount of osteolysis. There was a mild amount of trunnionosis around the trunnion and the trunnion was meticulously cleaned and there was a small amount of black debris. Doi: (B)(6) 2011 dor: (B)(6) 2023 right hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.